Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up, down, and ok buttons on the keypad are unresponsive. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was peeling over the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. The ok contact was inverted and there was evidence of contamination under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).